Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. There are 7 us sites referenced in this article as patient level data was not reported in the article it is unknown how many patient from which sites experienced the adverse events reported. (B)(4).

Event description:
Gray w. A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Datalancet (london, england), issn: 1474-547x, vol: 392, issue: 10157, page: 1541-1551. Complaint received from internal personnel via e-mail on 15oct2019--did 15oct2019. As reported to customer relations: "clinically driven target lesion revascularisation (13/150) was defined as a re-intervention within 5 mm proximal or distal to the original treatment segment for 50% or higher angiographic diameter stenosis in the presence of recurrent symptoms (increase in rutherford category of 1 or more) or associated with a decrease in the ankle-brachial index of 20% or more (or =0·15) in the treated segment (tibial brachial index was allowed in cases of incompressible vessels). 13/150 patients in the zilver ptx group experienced target vessel revascularization."

Manufacturer narrative:
There are 7 us sites referenced in this article - as patient level data was not reported in the article it is unknown how many patient from which sites experienced the adverse events reported. Lankenau heart institute, wynnewood, pa, USA (w a gray md); new york university medical center, new york, ny, USA (a babaev md); aultman hospital, north canton, oh, USA (j t prem md); beth israel deaconess medical center, boston, ma, USA (j popma md); vascore, massachusetts general hospital, boston, ma, USA (m r jaff do); harvard medical school, boston, ma, USA (m r jaff); boston scientific, marlborough, ma, USA (j diaz-cartelle md); device evaluation: this file is related to a number of complaint files. Each file resulted from the attached literature article (ref. Att. ¿(B)(4)et al literature¿). Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. This file is directly related to (B)(4). For a list of all complaint files raised from this journal article please refer to attachment ¿gray literature article complaint files¿. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that arterial thrombosis is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided within the literature article it is known that the study enrolled ¿patients with symptomatic lower-limb ischemia which manifested as claudication (rutherford category 2, 3 or 4) with atherosclerotic lesions in the native superficial femoral artery or proximal popliteal artery.¿ of the ptx study group (n=156) only 22 patients had never smoked while the smoking status of 03 patient¿s was unknown. 03 patients presented with type I diabetes whilst 64 patients had type ii. 118 patients had a medical history of hyperlipidaemia, 133 patients had a history of hypertension, 70 patients reported with coronary artery disease (cad), 27 patients had a history of myocardial infarction, 12 patients had congestive heart failure and 11 patients had a history of renal insufficiency. It is possible that the patient¿s pre-existing conditions caused and/or contributed to the event of thrombosis. Summary: the complaint is confirmed based on customer testimony. According to the journal article 13 patients experienced target lesion revascularization and 13 patients experienced target vessel revascularization as a result of this event. The patient outcomes are unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Gray w. A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Datalancet (london, england), issn: 1474-547x, vol: 392, issue: 10157, page: 1541-1551. Complaint received from internal personnel via e-mail on 15oct2019--did 15oct2019. As reported to customer relations: "clinically driven target lesion revascularisation (13/150) was defined as a re-intervention within 5 mm proximal or distal to the original treatment segment for 50% or higher angiographic diameter stenosis in the presence of recurrent symptoms (increase in rutherford category of 1 or more) or associated with a decrease in the ankle-brachial index of 20% or more (or =0·15) in the treated segment (tibial brachial index was allowed in cases of incompressible vessels). 13/150 patients in the zilver ptx group experienced target vessel revascularization."